Manufacturer narrative:
These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with low impedance after having generator replacement on (B)(6) 2022. X-rays were reported to be taken, and per the x-ray report, a fracture was observed in the lead. No patient manipulation was noted. X-rays have not been reviewed by the manufacturer to date. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient underwent a full revision. No explicit reason was given. The explanted devices have not been received for analysis at this time. No additional or relevant information has been received to date.

Event description:
It was reported by the physician that the lead at the site of entry into the generator was frayed but not fractured. Note that a lead fracture was visually observed via x-ray prior. The explanted devices have not been received to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's devices have been discarded by the facility. No other relevant information has been received to date.